Event description:
During a hip prosthesis. Dr was trying to remove bone with lewin clamp. The clamp broke in two places, at that time it was not noted. One piece was retrieved. The second piece was noted to have been left in the bone, during a follow up x-ray. There are no plans to the remove piece.